Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that prior to the procedure and use of a coda balloon catheter, there was connection failure at the stop cock as air was seeping from the syringe. The stopcock and syringe were replaced but air continued to leak. It was then confirmed that the clear hub was faulty and had made air removal from the balloon difficult. Another coda balloon was used to perform the procedure.